Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified and mildly calcified right coronary artery. After pre-dilatation was performed with a 3.00x20 emerge balloon catheter, a 3.00x20mm synergy ii drug-eluting stent (des) was advanced for treatment. Resistance was encountered due to some minor calcification and severe tortuosity of the vessel and the catheter snapped at the proximal end. The procedure was completed with a new synergy des. No patient complications were reported.